Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v351369, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp)reported that the patient had urinary incontinence and a malfunctioning right implantable neurostimulator (ins) preoperatively. It was indicated that the right lead and nonfunctioning ins were removed and replaced. Impedance values were within normal limits, and the patient was transferred to recovery in stable condition. The patient was programmed to the lead of optimum sensation prior to discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.